Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Is unknown. No information has been provided to date.

Event description:
It was reported that patient's husband called and informed that his wife's pump was beeping and with a reading of "upstream occlusion". Instructed caller to silence alarm. Instructed caller to power pump off and open battery door for 20 seconds. Battery door replaced and pump powered back on and alarm persists. No patient injury was reported.